Manufacturer narrative:
Getinge became aware of an issue with one of our table tops - 115030b0 - modular universal table top used with 116001a0 - otesus or table column, stationary. As it was stated, the table top was not displayed on the remote control and had no function during surgery with a patient on the operating table. It was determined on site that a small piece of foil was stuck to a contact pin and therefore, there was no power supply and no communication between the column and table top. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As a small piece of foil was stuck to a contact pin on the table top, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. The issue investigated herein is a single and isolated case. The affected getinge device has been evaluated by the hospital technician. The malfunction of the table top was confirmed as the device had no function. It was assessed that there is no communication between the table column and table top. Further evaluation of the table top revealed small piece of foil was stuck to a contact pin on the table top. As a consequence, the table top had no power. After removing the foil, all functions of the table top were available. According to the information provided by the technician, the issue was caused by user error. In the user manual (IFU 1150.30 rev. 18, page 20) the user is informed that faulty or defective products may result in injuries and to check the proper working order and fully functional state of the product before use. In the user manual (IFU 1150.30 rev. 18, pages 79-80) the user can find the information about visual and functional inspection before use. The user is instructed to check if it is possible to complete all adjustments on the product. The user is also warned about the danger resulting from improper handling (IFU 1150.30 rev. 18, page 20). In summary and as a result of the root cause evaluation, it can be concluded that the most possible root cause of the reported issue, namely the inability to position the patient as required due to loss of connection between the table top and the table column due to piece of foil between the devices, is user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of d4 catalog # and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d4 catalog #: 115030b0. Corrected d4 catalog #: n/a. Previous h4 device manufacture date: 02/01/2004. Corrected h4 device manufacture date: 02/10/2004.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 16th february 2024, getinge became aware of an issue with one of our table tops - 115030b0 - modular universal table top used with 116001a0 - otesus or table column, stationary. As it was stated, the table top was not displayed on the remote control and had no function during surgery with a patient on the operating table. It was determined on site that a small piece of foil was stuck to a contact pin and therefore, there was no power supply and no communication between the column and table top. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). Initial reporter: surgical management.